Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device received inappropriate shock for atrial fibrillation (af) in ventricular tachycardia (vt) zone. There was noise seen on non-boston scientific right ventricular (rv) lead and on electrogram (egm) after the shock was delivered. There was no oversensing noted. Technical services (ts) reviewed and stated that the noise could be due to lead issue. The physician successfully performed reprogramming. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device received inappropriate shock for atrial fibrillation (af) in ventricular tachycardia (vt) zone. There was noise seen on non-boston scientific right ventricular (rv) lead and on electrogram (egm) after the shock was delivered. There was no oversensing noted. Technical services (ts) reviewed and stated that the noise could be due to lead issue. The physician successfully performed reprogramming. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the device exhibited inadequate therapy due to oversensing. Subsequently this device and non-boston scientific rv lead were explanted and successfully replaced. No additional patient adverse effects were reported. The device is not expected to be returned for analysis.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type, h6 impact codes and h6 device codes.